Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and an elevated blood glucose level of 526 mg/dl. Customer was treated with manual injections, intravenous insulin, and fluids, and was discharged from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, an occlusion alarm had occurred. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the customer changed the pump supplies to address the issue.